Event description:
We were setting up for davinci si case when we noticed a hole in the 0 degree davinci si scope before we even opened it so scope never made it to surgical field. Went to grab another davinci si 0 degree scope and none on shelf and none on any case cart. Had to obtain a replacement, which delayed the case. The quality coordinators were requested to pick up the package from the operating room. Unsure if the packing or instrument was saved at this point. Will plan to update the submission with details when they are available.